Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 333 mg/dl while wearing the pod less than 1 hour. After realizing elevated bg levels, the patient found cannula had not deployed as intended. For treatment, the patient replaced the pod. The cannula was not visible after removal, indicating a needle mechanism failure.